Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually inspected the returned sample and could not confirm any defect as there was no damage on the transducer. Confirmed there was no air bubbles when the sample was functionally tested. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions - the engineer concluded that a root cause analysis could not be determined as the returned sample was fully functional. (B)(4).

Event description:
During use, the nurse noticed air in the line. There was no change in pressure, so the nurse continued using the transducer until the end of treatment. There was no harm to the patient.